Event description:
This pt went to her ob/gyn physician for her annual exam on (B)(6) 2011. She complained of not feeling well post hysterectomy. She had an MRI for back pain prior to this appointment. Her ob/gyn reviewed the MRI which showed something which could possibly be a foreign body. The pt was admitted for surgery on (B)(6) 2011. A retained portion of the uterine manipulator part was retrieved. The portion which was retrieved was the green cup distally to include the balloon.